Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, damage to bone/tissue, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel for patient further reported that patient underwent a right hip revision on (B)(6) 2014 allegedly due to metallosis, elevated metal ion levels, and fluid. Legal counsel for patient reported additional patient allegations of inflammation, soreness, dysfunction, impairment, and lack of mobility. Review of invoice history could not confirm surgery dates. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates the patient underwent a right hip revision on (B)(6) 2014 due to pain, metallosis and elevated metal ion levels. Operative report noted the presence of brown discolored tissue. The modular head and taper adapter were removed and replaced with an active articulation liner and head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot code / expiration date; manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04370 & 2015-01232).